Event description:
It was reported the customer received a max delivery alarm. Customer then stated their insulin pump started to count down and then the screen went black. The customer's blood glucose was 144 mg/dl at the time of the incident. Customer stated they had received a test failure alarm on their insulin pump. Troubleshooting found the customer's temp basal was not programmed prior to the alarm occurring. The customer's insulin pump also passed a self test. Customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.